Manufacturer narrative:
Concomitant products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 30-sep-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient implanted with a neurostimulator (ins). It was reported that pt was not getting optimal relieve due to lateral epidural lead. Pt tried reprogram and even pns lead to obtain better coverage, but was not able to capture painful area wanted to switch to a paddle; md¿s removed all old quad and octane leads and replaced with midline/left 977c165 lead and current ins; no extensions or leads left behind. Customer discarded the explanted devices. Cause was unknown. Issue was resolved.